Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to antibiotic resistant peritonitis. The patient¿s pd catheter (not a fresenius product) was reportedly being removed, and the patient will be transitioning to hemodialysis (hd) for rrt. Subsequent attempts to obtain additional clinical information (e.g., hospital records, discharge summary, patient demographics, medication records) were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, which required hospitalization, pd catheter (not a fresenius product) removal, and transition to hd. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. It should be noted that a lack of clinical follow-up information precluded a more comprehensive investigation. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications.